Manufacturer narrative:
Batch review performed on 17-dec-2020: lot 136023: (B)(4) items manufactured and released on 12-mar-2014. Expiration date: 28-feb-2019. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016. Additional implant involved: liner: cc e cc light 01.26.2844hct flat pe hc liner ø 28 / e (k103352) lot. 140095. Batch review performed on 17-dec-2020: lot 140095: (B)(4) items manufactured and released on 10-feb-2014. Expiration date: 31-dec-2018. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
Revision surgery performed due to periprosthetic femur bone fracture, osteolysis was visible. The primary surgery was performed on (B)(6) 2014.